Event description:
It was reported the customer has been experiencing low blood glucose levels (60 mg/dl) in the morning.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.